Manufacturer narrative:
(B)(4). Initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. Additional information including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and a detailed patient outcome was requested in order to progress with this investigation, however, only a pre revision x-ray was available and thus there was only very limited information available for the investigation. The reported devices were discarded following the revision surgery and thus were not available for examination, however, the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, no further investigation can be conducted and thus corin now consider this case closed. Should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup and ceramic liner after approximately 3 years and 4 months due to infection. Please note: the ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.